Manufacturer narrative:
H10: additional manufacturer narrative: multiple attempts have been made for product return. There has been no response at this time. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Although the reported event was confirmed, the investigation could not conclusively determine the root cause.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm magna ease aortic valve was explanted after an unknown implant duration due to severe aortic stenosis. The explanted valve was replaced with a 25mm 11500a valve.